Manufacturer narrative:
The reason for this revision surgery was to repair a loose glenoid implant and failed rotator cuff after 5.9 years of patient use by implanting a new prosthesis. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 53938611. It was reported that the patient suffered a cavitory defect of the glenoid and a cuff tear, but no information was supplied that offered a reason or root cause for the failure or cavitation. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient presenting with a failed total that was done several years ago. The patient had a loose glenoid implant, a cavitory defect of the glenoid and a cuff tear. The surgeon converted to a reverse shoulder prosthesis (rsp).